Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection observed the power button is pushed inside the unit and the warranty seal is broken. A functional evaluation revealed the unit cannot be tested due to the pushed in power button. The unit was opened and found no issues. The complaint of wand recognition was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported issue. The complaint of power button issues was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include rough handling or excessive force when trying to actuate the power button. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection observed the power button is pushed inside the unit and the warranty seal is broken. A functional evaluation revealed the unit cannot be tested due to the pushed in power button. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee arthroscopy, the werewolf rf 20000 controller was not recognizing the frequency wand. The procedure was completed with a back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.